Event description:
It was reported to philips that the system did not start up correctly while the system was in clinical use. No patient or user harm has been reported. Philips has started an investigation of this complaint.